Manufacturer narrative:
Manufacture date: december 10, 2016 ¿ december 12, 2016. One folfusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling with the drug. There was no patient involvement. No additional information is available